Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion set separated at the connection of the pumping segment and the blue hub during an infusion. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the infusion set separated at the upper fitment and silicone segment during an meropenem infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated from the upper fitment was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment was completely separated away from the upper fitment. Functional and pressure testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that the infusion set separated at the upper fitment and silicone segment during an meropenem infusion. There was no report of patient harm.